Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: during the vtgm process, the employee noticed when pulling up liquid in the syringe that there was a white deposit between the black rubber part of the plunger and the top of the syringe. The deposit was observed immediately after starting to pull up and is not from the pulled up fluid. This was not an issue with the rest of the syringes from the same batch.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-06-09. H6: investigation summary: three photos and one sample were provided to our quality team for investigation. Upon visual inspection, a white substance was observed on the top of the stopper of the syringe. Using magnification it was determined the substance is a mixture of silicone and polypropylene particles. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Upon reviewing results for lot 2010028 all results were found to be within specification. A device history review was performed for the reported lot 2010028, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any polypropylene particles or other material from inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, product was verified to be manufactured according to procedure. While we cannot identify a definitive cause of this incident, the substance was determined to be a mixture of silicone and polypropylene particles which likely generated during the assembly process due to movement of the device within the machines.

Event description:
It was reported that the bd plastipak¿ 20ml syringe luer-lok¿ experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: during the vtgm process, the employee noticed when pulling up liquid in the syringe that there was a white deposit between the black rubber part of the plunger and the top of the syringe. The deposit was observed immediately after starting to pull up and is not from the pulled up fluid. This was not an issue with the rest of the syringes from the same batch.